Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient stated they lost their external equipment. Patient's currently implanted stimulator is not registered. Potentially implanted with a rechargeable stimulator around "when covid hit". Agent warm transferred patient to prs and suggested they may potentially contact the implanting facility to request medical records if they desire. Patient stated the therapy worked well for about 4 months then they stopped getting good therapy no matter how high they turned up the stimulation. When asked about falls/trauma, patient stated the were rear-ended by an 18 wheeler and it potentially was around that time but they weren't sure. Patient stated they had to do physical therapy because the accident screwed up their shoulder and hip. Patient stated their current healthcare provider (hcp) told the patient to contact the manufacturer to see if the stimulator was still good for potential reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.